Event description:
Bilateral capsular contracture, left baker grade 4.

Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 3.3g over specification.